Manufacturer narrative:
B7): other relevant history unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A second abandoned ra lead and a right ventricular (rv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath, advancement was made in the subclavian and innominate region. The extraction was then paused to wait for the surgeon to scrub in, prior to entering the superior vena cava (svc). During that time, the patient's blood pressure began to slowly drop. Rescue efforts began, including rescue balloon, medications, fluids, and ultimately a sternotomy. A subclavian perforation was discovered, with 3-4 cm of the ra lead being observed out of the vein (MDR #3007284006-2024-00120). It appeared that during initial implant, the ra lead had gone 'through and through' the subclavian vessel, resulting in the perforation as the glidelight followed the path of the lead. After repair of the perforation, no further attempts were made to extract the ra lead. An attempt was made to unlock the lld ez from the ra lead, but was unsuccessful; therefore, the ra lead/lld were cut and capped and remained in the patient (MDR #3007284006-2024-00121). The other two leads were capped as well, and three epicardial leads were surgically placed. The patient survived the procedure, was awake and alert, and appeared to be fine neurologically. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.